Event description:
The registered nurse (rn) called and said that "the bipap v60 was beeping." As the clinical staff entered the room, the alarm was sounding and the alarm message said "check vent: program crc test fail." Clinical staff called the lead to see what it was and another clinical staff said to grab a new bipap. The patient maintained his saturation at 97% and was still receiving full pressure and tidal volume when clinical staff left the room to grab another device. The charge rn stayed in the room with the patient while a new device was obtained, and nothing change during the time.